Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial); e1; e3. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, the placement signal on the impella cp transiently increased by approximately 150 mmhg when a rotational atherectomy (roto burr) was performed. The placement signal returned to baseline following completion of the roto burr. The placement signal again increased during subsequent coronary interventions, including use of a cutting balloon, percutaneous transluminal coronary angioplasty, and deployment of a drug-eluting stent. The pressures normalized by the end of the case. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.